Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending; however images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that prior to a biopsy procedure, the package allegedly contains metallic debris. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: three electronic photos, one opened encor biopsy probe product package, label, and a petri dish with medical gauze was returned for review. The medical gauze and petri dish were visually inspected as well as observed via x-ray for metallic fragments, however no evidence of metal fragments was noted. The photo review concluded, all three photos show a piece of metallic debris being held in a hand. The product packaging and device are not visible within the provided photos. Therefore, based on the photo review, although a piece of metallic debris is visible, the reported metallic debris in the device packaging cannot be confirmed. As the physical device was not received and the photo review could not confirm the reported event, the investigation will remain inconclusive for the reported event metallic debris in the package.although the photo review concluded a piece of metallic debris is visible and as the physical device was not returned for review, it is unknown how or where the debris came from. Therefore, a definitive root cause for the alleged metallic debris in the device package could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 12/2021), h11: h6(result and conclusion), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a biopsy procedure, the package allegedly contains metallic debris. There was no patient contact.